Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 9 jan 2015 - der rcvd. Updated dor, added additional surgeon and sales rep information, added loosening (cup) as a reason for revision and added additional stem and sleeve products. Der states ' asr xl 44mm cup removed with bone tamp and revised to a competitive product. Reporting all other products as having remained in situ.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her right side on or about (B)(6) 2006. Patient has experienced pain and elevated metal ion levels. There is no mention of revision surgery for patients right hip.